Event description:
During an in clinic follow up, loss of capture resulting in exit block was noted on the right ventricular (rv) lead. A micro-dislodgement of the rv lead was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable with no consequences.

Event description:
Additional information was received that following implant, the patient fell and experienced an arrythmia.